Event description:
It was reported that this right atrial (ra) lead fractured 1 inch from the terminal pin during pacemaker generator change. As a result, ra lead was surgically abandoned, and a new atrial lead was implanted. No additional adverse patient effects were reported.